Event description:
It was reported that the patient experienced a burning sensation at the implantable neurostimulator (ins) site. This was indicated to have started in september and continued to get worse. The burning started when the patient lay flat on her back or when she was sitting at a computer or in a chair, and it got better when she shifted to the right side. It was stated that if the patient rolled over while sleeping, the burning woke her up. However, she could roll on the right side to fix this. It was also indicated that the patient had been in touch with her healthcare provider (hcp) regarding a webinar on spinal cord stimulation and was 'having a procedure done to fix this.' It was unclear what procedure was being done and what it would be fixing. Additional information received indicated that the patient had not been seen by her hcp since (B)(6) 2012. It was further reported that the patient received assistance from her hcp or medtronic representative and her concerns were resolved. Appointment dates of (B)(6) 2012 were noted.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 355531, lot# n330188, implanted: (B)(6) 2012, product type screening device; product ID 3550-39, lot# n314552, implanted: (B)(6) 2012, product type accessory. (B)(4).